Event description:
It was reported the customer had a rewind anomaly on their insulin pump. Customer stated they would have to start from the beginning of the rewind process to complete the rewind process. Customer stated their insulin pump would stop rewinding half way through the process. It was found the insulin pump would stop rewinding before the piston moves to the back. It was found the customer did not have any alarms in the alarm history. Customer's insulin pump passed the selftest. Customer's blood glucose was unknown. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed all functional testing however, noisy motor was noted during testing due to faulty motor. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.